Event description:
It was reported that the right ventricular lead impedance was high, and varying over a range of impedances. Furthermore, the lead was oversensing, noise was seen on stored non-sustained tachycardia episodes, and the lead integrity alert was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6) 2010. Analysis also noted oversensing. There were fifteen ventricular non-sustained tachycardia episodes with less than 210 ms average ventricular cycle length recorded on (B)(6) 2010 in a timeframe of about 8 hours. There were 2 ventricular fibrillation episodes recorded with less then 180 ms cycle lengths on (B)(6) 2009. Analysis also observed varying resistance/impedance. The weekly pacing impedance trend data varies for min and max ventricular pace bi impedance from 885 to 1729 ohms peak between (B)(6) 2010 and (B)(6) 2010.